Manufacturer narrative:
The device is used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable due to the complaint not meeting the definition of an MDR reportable event. Not likely to result in patient harm or the need for additional medical or surgical intervention. This does not meet the definition of a reportable event. Synthes is retracting medwatch report #: 2520274-2013-04630. (B)(4). Placeholder.

Event description:
The small battery drive did not work properly during an unknown trauma procedure on (B)(6) 2013. Reportedly the device worked in reverse only. It is reported the device was used to complete the procedure. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
(B)(4). Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Device used for treatment not diagnosis.

Event description:
Follow-up information was received on october 16, 2013. It was reported by the facility that the issue with the device was found prior to the start of the case and no patient was involved. A different small battery drive was used for the procedure.(B)(4).